Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The complaint review was not performed as there was no issues reported related to the device. It should be noted that in the instruction for use mitraclip system manual section 19.0 mitraclip system preparation before use, warning stated that ¿ do not use the mitra clip system after the ¿use by¿ date stated on the package label, and never reuse or re-sterilized the system. Use of expired, reused re-sterilized devices may result in infection, endocarditis, and /or sepsis. " as it was reported that the device was attempted to be used after the expiration date, this is considered to be a user error. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report used after expiration. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve; however, right before deployment, it was discovered that the cds was expired. The cds was removed with the clip attached, and the procedure continued with a new cds. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.